Event description:
It was reported that a linx device was explanted due to dysphagia, chest pain, food stacking, and vomiting.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot number was provided therefore a device history could not be done. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: prior to linx placement, did the patient have an egd, ph, and manometry studies done? If yes, could you please share the results? What is the lot number of the linx device? When using the linx sizing device what technique was used to determine the size? Did the patient have an autoimmune disease? Is the patient currently taking steroids / immunization drugs? Did the patient have any pre-existing dysphagia or other conditions (other than gerd)? How severe was the dysphagia/odynophagia before intervention? Were there any intra-operative complications during implant? Was there any hiatal or crural repair done at the same time as the implant? Were there any other contributing factors that led to the removal of the device other than the reported dysphagia, chest pain, food stacking, and vomiting? Besides the reported dysphagia chest pain, food stacking, and vomiting, what was the reason for removal of the linx device? What does ¿food stacking¿ mean? Was the device found in the correct position/geometry at the time of removal? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 1/28/2022. Additional information was requested, and the following was obtained: prior to linx placement, did the patient have an egd, ph, and manometry studies done? If yes, could you please share the results? What is the lot number of the linx device? When using the linx sizing device what technique was used to determine the size? Did the patient have an autoimmune disease? Is the patient currently taking steroids / immunization drugs? Did the patient have any pre-existing dysphagia or other conditions (other than gerd)? How severe was the dysphagia/odynophagia before intervention? Were there any intra-operative complications during implant? Was there any hiatal or crural repair done at the same time as the implant? Were there any other contributing factors that led to the removal of the device other than the reported dysphagia, chest pain, food stacking, and vomiting? Besides the reported dysphagia chest pain, food stacking, and vomiting, what was the reason for removal of the linx device? What does ¿food stacking¿ mean? Was the device found in the correct position/geometry at the time of removal? Answer = no further information is available at this time.

Manufacturer narrative:
(B)(4). Date sent: 2/16/2022. Investigation summary: the visual analysis found that the returned device had a visible weld ball disconnected from a deformed and partially unseated washer. The through hole of the deformed washer was bent outwards. This suggests that the weld ball was pulled out due to excessive force, most likely, applied during the explant procedure. Overall review of the device function and dimensions, excepting for the visible weld ball, show no anomalies from a device that has been reasonably changed as part of the explant procedure. Visual analysis was consistent with an explanted device, and link length and tensile force were found to meet the applicable specifications. No further investigation will be conducted on this complaint as the device is found to meet the specifications. Overall, no analysis conclusions relevant to the patient experience were found.